Manufacturer narrative:
(B)(4). The complaint is unconfirmed. The complaint sample was not returned to the plant for evaluation to confirm the alleged product malfunction. A search was performed to verify the product availability for companion samples. The entire lot has been sold and distributed, the device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found.

Event description:
Peritoneal dialysis patient reported experiencing a fluid leak during treatment after receiving an air detected in the cassette alarm during fill 1 of 5. The patient continued treatment with continuous ambulatory peritoneal dialysis. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was not treated with antibiotics and is asymptomatic. The set was not made available for evaluation.